Manufacturer narrative:
Concomitant medical products: 350-12-03 fixed bearing tibial catalog ref. No, 350-22-22 fixed bearing liner catalog ref. No, 350-02-02 talar catalog ref. No, tibial locking clip catalog.

Event description:
It was reported via clinical study, that the 72 yo white male patient experienced increasing pain discomfort in right ankle, affecting gait. CT scan shows large periprosthetic cystic lucencies adjacent to tibial tray. Severe posterior subtalar joint arthrosis. The date of onset is (B)(6) 2020 . The patient underwent revision surgery on (B)(6) 2020 . The patient¿s outcome was last known as resolved on (B)(6) 2020 .